Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer's blood glucose level. Tandem technical support provided pump reset instructions and the customer declined further assistance regarding the issue.